Event description:
In 2009, while reporting a high blood glucose episode, patient reported a large air bubble had formed in the insulin cartridge and infusion tubing after a few hours in use. She states, she now noticed a large air bubble in the insulin cartridge and small air bubbles where the infusion tubing connects to the infusion headset. Patient reports she changed insulin cartridge, infusion tubing and infusion site this afternoon after her infusion device displayed an a1 (low cartridge alert). Reviewed how she changes her insulin cartridge. Educated patient on how to change the insulin cartridge to prevent air bubbles from forming. Had patient place the infusion device in stop mode, disconnected the infusion tubing from her infusion site and prime until no more air was visible in the insulin cartridge or infusion tubing. Patient reconnected the infusion tubing to her infusion set and placed the pump in run mode. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.